Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: e1 (country). G2: report source new zealand. Radiographs were provided and reviewed an hcp. The review notes the right total hip arthroplasty with possible evidence of metallosis. Suggestion of loosening of the acetabular cup is also noted. No further evaluation can be made from provided photos. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Brand name: item number 00875201332 item name liner elevated rim 32 mm i.d. Size ll for use with 58 mm o.d. Size ll shell lot # 64360460. Report source: (B)(6). The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:  0001822565 - 2021 - 03502, 0002648920 - 2021 - 00443, 0002648920 - 2021 - 00441, 0002648920 - 2021 - 00440, 0002648920 - 2021 - 00439, 0002648920 - 2021 - 00438, 0002648920 - 2021 - 00437, 0002648920 - 2021 - 00436.

Event description:
It was reported that patient underwent initial hip arthroplasty. Subsequently, patient was revised 2 years post implantation for aseptic loosening. Continuum cup explanted and replaced with a cup from another company. Attempts have been made and additional information on the reported event is unavailable at this time.